Event description:
Treatment of an ica aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. The physician deployed the pipeline and used the catheter to bump it off from the capture coil. No patient injury reported. Same event as MDR# 2029214-2012-00447.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).